Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent far field r-waves were seen but not sensed on the atrial lead and intermittent atrial undersensing during arrhythmia were seen on a remote transmission. The atrial lead remains in use. No patient complications have been reported as a result of this event.